Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 258 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a high blood glucose of 471 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. Customer's parent also reported that the insulin pump had a battery out limit alarm and there is a suspended delivery on the screen. The customer¿s parent was advised to have customer to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit display properly and no anomaly noted. No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.